Event description:
On june 17, 2008, it was reported to boston scientific corporation, that a procedure using a prolieve thermodilitation kit to treat benign prostatic hyperplasia (bph) occurred at approximately 5 months prior on a male pt (weight unknown). According to the complainant, approximately seven minutes into the procedure, the pt complained of back pain. The pt requested that the physician stop the procedure as the pain was intolerable. The nurse rechecked the postition of the rectal temperature monitor position and "everything appeared normal." Reportedly, the pt incurred urethral burns and was admitted to the hospital immediately after the procedure. The extent of the burns was unknown. Subsequently, through a request for follow-up info, the user facility provided the additional info noted on page 3. The pt was admitted to senior diagnostic center of stormon-vail hospital as a scheduled admission in the next day. Dr. Saw the pt and noticed the penoscrotal edema with few blisters. The pt was informed of second and third degree burns. The complainant stated that the pt was treated with antibiotics and the wound was debrided; cleaned with hibiclens solution and silvadene cream was applied to the wound and burned areas. About 2 days later, the pt was transferred to the burn unit, and was stable at the time of transfer. The pt expired about 7 weeks later at an unknown hospital; the cause of death is unknown. A request for additional info regarding cause of death has been sent.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.